Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Reportedly, the cause for the reported issue was due to an incomplete fill tubing alert occurring. Tandem technical support educated the customer on the cause for incomplete fill tubing alerts. Tandem technical support guided the customer through completing the load process and resuming insulin to address the issue and to address bg level.